Event description:
Patient was implanted with pangea instrumentation for a t10-l4 fusion. At some point post-operatively, it was noted the tulip head had completely popped off the bone screw. Patient was returned to the or for revision.

Manufacturer narrative:
This information was not provided during initial report. Additional information will be requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn, no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.